Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06163. (B)(4). It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2013, the clinical status assessment identified the patient's qualifying condition was unstable angina. Abnormal stress test or imaging stress test indicated ischemia prior to procedure and patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the first diagonal (d1) with 80% stenosis, a length of 9 mm, and a reference vessel diameter of 2.25 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 12 mm study stent. Following post dilatation the residual stenosis was 5%. One day post procedure, the patient was discharged on dual antiplatelet therapy (dapt). In (B)(6) 2014, the patient presented with complaints of crushing chest pain. Initial electrocardiogram(ECG) revealed hyperacute anterior t-waves. Upon arrival at hospital the chest pain worsened and the patient developed ventricular fibrillation. Subsequently, the patient was cardioverted and was referred for cardiac catheterization. Cardiac enzymes were noted to be elevated (peak troponin t: 1.160 ng/ml, uln: 0.029 ng/ml). Coronary angiography was performed and revealed 95% proximal stenosis, study stent present at the ostium of d1 appeared to be protruding into the left anterior descending (lad) artery, however, the ostium of d1 was severely narrowed, and 70% mid stenosis at d1. The 95% proximal stenosis in lad was treated with pre-dilatation and placement of a 3.0 x 16 mm promus premier drug-eluting stent. Post stent placement, the ostium of d1 was narrowed by about 90% stenosis and it was noted that a part of the study stent placed in the diagonal branch which was protruding to the lad was crushed by the placement of the 3.0 x 16 mm promus premier stent. Hence, an unspecified floppy wire was advanced to the narrowed ostium of d1, however, the device was unable to cross. Since the patient was hemodynamically stable, it was decided to treat the diagonal branch medically. Following post dilatation excellent angiographic result was noted with timi 3 flow. Two days post procedure, the patient was discharged on dual antiplatelet therapy (dapt).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, follow-up core lab angiographic findings noted absence of aneurysm and thrombus in the 1st diagonal (d1), however, presence of in-stent restenosis (isr) pattern ID was noted. Remote target vessel revascularization (tvr) was performed.